Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 364 (mg/dl). Reportedly, customer had received a steroid injection and believed that it was causing their elevated bg levels. Customer administered a correction bolus and increased their basal insulin rates to treat bg levels per their health care provider's recommendation. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they would change pump supplies and call back if any further assistance was required.